Event description:
The following information was reported: the balloon burst during closure. Could have been punctured by calcified arterial wall. Light manual compression was applied (duration unknown). No harm caused. The patient was not hospitalized. Procedure type: diagnostic coronary.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a ~2.5 mm longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1429306) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).